Event description:
Prior to an off pump open heart surgery procedure, the hosp noticed that the blade was missing three suture tabs. Replacement unit was used to continue with the procedure. No pt complications were reported by the hosp.